Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported ER visit for hyperglycemia was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014, his heart rate felt fast and his blood glucose was around 308 mg/dl so he went to the ER. He was diagnosed with tachycardia and released 607 hours later.